Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was placed into the urethra and there was no urine flow due to no drainage eye on the tip of the catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. An amber 2 way foley catheter was returned opened without original packaging. Photo samples were also returned. The catheter was noted to have no drainage eye in both the photo and physical sample. Product does not meet specification. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is manufacturing related a labeling review is not required. Corrections: d. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was placed into the urethra and there was no urine flow due to no drainage eye on the tip of the catheter.